Manufacturer narrative:
Reference MFR report # 2916596-2016-02200 for the report of the previous gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient was admitted with a lactate dehydrogenase (ldh) of 1217 u/l and dark colored urine. The patient also reported left chest discomfort over the previous week. The patient¿s weight was also trending upward. The patient was admitted and bivalirudin was administered. On (B)(6) 2017, it was reported that the ldh was 1173 u/l, and angiomax was administered. The patient would continue to be monitored. No additional information was reported.

Manufacturer narrative:
Additional information. Corrected information: it was initially reported that the patient was ongoing on the device. The lvad was subsequently exchanged and returned for evaluation. The device was returned for evaluation. The investigation is not yet complete.

Event description:
Additional information: it was reported the patient underwent pump exchange on (B)(6) 2017 due to suspect pump thrombosis. Reportedly, the patient had been asymptomatic. The patient only had elevated lactate dehydrogenase (ldh) values, which would decrease with the bivalirudin transfusion. The patient would be discharged home, but when report for clinic visits, ldh values would again be elevated. The decision was made to exchange the pump.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing; the distal end was returned in a 23 inch section, and a 12.5 inch section was also returned. The inflow conduit and the outflow graft were not returned. Upon disassembly of the pump, thrombus formations were found surrounding the inlet bearing cup and bearing ball. The similarity in size and structure of the thrombi indicates that they developed as a single formation, which was pulled apart during disassembly of the pump. The thrombus was denatured and showed laminated layers, indicating that it developed on the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the development of this thrombus formation or the duration for which it was present within the device could not be conclusively determined through this evaluation, the thrombus could have contributed to the report of increased ldh. No additional depositions or thrombus formations were found within the pump. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.